Event description:
The pt called lfs alleging that their one touch basic enhanced meter was prompting the apply sample message. The pt neither alleged harm nor experienced injury or medical intervention. The customer service representative walked pt through troubleshooting and the meter would only prompt the apply sample message. Based on the information supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter was replaced.